Event description:
Information received from the (B)(6) clinical database. Treatment of a left unruptured fusiform basilar sidewall aneurysm measuring 26mm. It was reported that the patient underwent pipeline embolization treatment involving five overlapping pipelines on (B)(6)2011 and had a stroke post procedure with left sided weakness. It was reported that the patient expired on (B)(6) 2011

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77425-20 / lot: 9432735 / dom: 04/14/2011 / exp: 02/18/2014 (qty 2); model: fa-77450-18 / lot: 9451055 / dom: 06/06/2011 / exp: 10/09/2012; model: fa-77450-18 / lot: 9451035 / dom: 06/06/2011 / exp: 03/12/2013. (B)(4).